Event description:
On (b))(6) 2026, fresenius became aware that this female peritoneal dialysis (pd) patient saw light spots of blood in the drain line and was started on antibiotics. The patient was diagnosed with peritonitis. Upon follow-up conducted on (B)(6) 2026 with the patient¿s pd registered nurse (pdrn), confirmed that the patient was seen in the pd clinic on (B)(6) 2026 (no symptoms confirmed). Pd cultures were obtained. The patient was subsequently admitted to the hospital on that same day with a diagnosis of peritonitis. The antibiotic therapy information is not available due to the patient still being hospitalized. The culture returned positive for staphylococcus epidermidis. The patient remains hospitalized. The suspected cause of the peritonitis event is touch contamination by the patient based on the culture results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.